Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease flat. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health care professional reported "right side capsular contracture baker grade IV". The device remains implanted.